Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter city and state : unknown, reported through dchu, (B)(4). Medical device manufacture date : unknown. Investigation summary: exec summary - samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Samples returned - customer returned one open pen needle sample from an unknown lot. No. And cat. No. Unknown. A clog test was carried out on the returned sample as per tp700483 and no issues were observed. No issues were observed with the returned sample therefore no root cause can be identified. CAPA/sa - based on the above, no additional investigation and no CAPA/sa is required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 bd pen ndl was unable to deliver insulin or medicine. The following information was provided by the initial reporter: the distributor reported that the needle was partially blocked.